Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open and could not be resheathed in phenom microcatheter. While deploying pipeline shield 500-35 from phenom microcatheter at the curvature mid segment was not opened properly tried to resheathing the device into microcatheter but pipeline could not be retrieved in to the introducer sheath back tried multiple attempts but unsuccessful. So removed both phenom and pipeline device and case abandoned as appropriate sizes not available. The devices were prepared according to the instructions for use (IFU). The patient was being treated for a saccular, unruptured aneurysm in the cavernous location. The max diameter was 5mm and the neck diameter was 6mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. The access vessel was the internal carotid artery wit ha diameter of 5mm. The procedure was cancelled. No patient symptoms or complications were reported.  Ancillary devices: neuronmax sheath, synchro guidewire

Manufacturer narrative:
Product analysis #284864158:equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box; within an opened pipeline flex w/ shield outer carton and within an opened pipeline flex w/ shield inner pouch. The opened phenom-27 outer carton was also returned. The pipeline flex w/ shield device was found partially within the micro catheter hub. The braid and distal delivery wire were found within the hub. The introducer sheath was found not flushed up against the phenom-27 hub. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip, and marker bands. Dried blood was found within the hub. Dried blood was found on the distal tip. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the proximal bumper, resheathing pad, and resheathing restraint. The proximal dps restraints were found to be intact. The dps sleeves, distal restraint, and tip coil were damaged and separated from the distal delivery wire during the attempt to remove from the micro catheter. The proximal braid end was found tapered, damaged, and frayed. The middle braid was found fully opened and undamaged. The distal braid end was found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~(B)(4) and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = (B)(4), usable = 150cm ± 5cm). The pipeline flex w/ shield could not be removed from the phenom-27 micro catheter as it was found stuck. The micro catheter was cut, and the hub was destroyed to remove the pipeline flex w/ shield pusher and braid. The inner diameter of the micro catheter could not be measured as it was destroyed during the extraction of the device. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿could not be confirmed as the braid was returned with the middle braid fully opened. However, the proximal braid end was found tapered. Possible causes for braid failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance. Customer reported the devices were prepared per IFU, and patient vessel tortuosity as moderate; therefore, the cause of the failure could not be determined. The customer report of ¿catheter resistance¿, ¿resistance during resheathing¿ was confirmed. During analysis, the dried blood was the cause of the resistance. No in-house resistance testing could be performed as the catheter was destroyed. The reported failure to resheath is potentially caused by the introducer sheath not being fully seated within the micro catheter hub during resheathing, causing the proximal braid to open and separate from the pusher prematurely. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Coding corrected based on previously reported analysis results summary information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.